Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a ventricular tachycardia (vt) ablation procedure with two (2) qdot mictro catheters and the patient dissociated on a vt episode treated with cardiopulmonary resuscitation, implementation of ECMO and prolonged hospitalization. The patient experienced patient dissociated on a vt episode treated with cardiopulmonary resuscitation and implementation of ECMO. No ablation was in progress during the incident. The patient returned to resuscitation service for the weekend with neuro surveillance. The patient was taken back on tuesday, (B)(6) 2026 following medical discussion. No problem with the second procedure, and no link between the incident and the equipment used. The patient was frail and suffered from aortic dissection with recurrent vt episodes. The surgery was delayed due to the reported event, and they stopped the procedure. The procedure was not successfully completed. No fragments were generated. Additional information was received indicating the physician¿s opinion on the cause of this adverse event was that the patient spent too much time in vt. The outcome of the adverse event was reported as improved. The patient required extended hospitalization because of ECMO. The force sensing ablation catheter used was qdot. The visitag module parameters for stability used were visitag in legacy mode with the usual parameters of respiration gated, 3mm, and 3s. The color option used prospectively was ablation index. An ngen generator was used for the procedure.

Manufacturer narrative:
A patient underwent a ventricular tachycardia (vt) ablation procedure with two (2) qdot mictro catheters and the patient dissociated on a vt episode treated with cardiopulmonary resuscitation, implementation of ECMO and prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31749850l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).